Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the complete clip detachment (ccd) in this incident could not be determined. The reported recurrent mitral regurgitation (mr) and tissue damage was likely a result of the ccd. The reported patient effects of embolism, mr, and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the complete clip detachment and leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2018, the patient presented in the emergency room. It was noted the clip had fully detached from the leaflets and was found in the descending aorta and the mr had increased to 4. A slit was observed in the anterior mitral leaflet (aml). No treatment was performed for the detached clip and the patient was referred to the health care provider for the split in the aml. No additional information was provided.